Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. Asp will continue to follow up for additional information.

Manufacturer narrative:
Lot # correction from unk to 18316099. Exp date correction from unk to 06/2017. Device manufacture date: correction from unk to 07/2016. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 07/18/2016 to 03/06/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad serial number was not provided and the subsequent bi result is unknown after multiple attempts to follow-up with the customer. There is insufficient information to determine an assignable cause. The customer was unresponsive to multiple follow-up attempts at obtaining additional information and the suspect bi was not returned for analysis. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Should additional information become available, the complaint file will be re-opened and re-evaluated. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.